Event description:
The customer reported via phone call that the insulin pump sustained damage to the reservoir and battery compartments. The customer stated that the damage had been present for about 2 to 3 months, and she did not know how the damage had occurred. The customer did not know the blood glucose reading. She stated that pieces chipped away and that the reservoir or battery may not stay in place due to the damage. She stated that the battery compartment chipped away so much that she could see the threads of compartment's the inner pieces. She noted that there was damage to the top around the reservoir compartment and that half of the plastic opening was gone. The customer was advised to replace the insulin pump and agreed to return the device for analysis. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, broken battery tube threads, minor scratches on the lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner, and reservoir tube window cracked.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.